Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer states that this is the second time he has called he thinks that the problem is with the reservoirs they are freezing up and he has gone through a box of reservoirs and infusion sets. The customer stated last night he got a "no delivery" alert and he changed the reservoir and now he's getting "no delivery" alarm again during normal use. The customer reported that the no delivery alarm was not resolved by changing reservoir. The reservoir will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No excessive no delivery alarm noted during the testing. The information provided in section date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
The information provided in section date of event with the initial report was incorrect. The correct information was (B)(6) 2017.